Event description:
The customer contact reported sparks followed by flames coming from the device as soon as it was plugged into ac power. No tracking info was provided; therefore, specific pt info, pump programing, or event details were not available. Though requested, no additional info was provided including if there were any adverse event or delays in critical therapy while the device was in clinical use.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. (B) (4). (B) (4).